Manufacturer narrative:
It was reported that the resonator was replaced in the field.

Event description:
It was reported that error 171 was noted during the procedure and the console was replaced with a resectoscope. It was stated that the patient was "bleeding more than usual" and hemostasis was performed. The procedure was completed with no clinical consequence to the patient.

Manufacturer narrative:
The fru resonator (s/n (B)(4)) was received at the manufacture on october 23, 2018.

Manufacturer narrative:
Product evaluation: the fru resonator rwk (s/n (B)(4)) was evaluated on october 31, 2018 and noted that the packaging in which the resonator was returned was undamaged. External appearance does not show any signs of damage. The console manufacturing incident report noted diode stack with internal contamination. The wavelength was shifted to red with 802.6nm spec and spec is <802.5nm. The freeze indicators were purple and desiccant was over 17 months old was noted. A new diode stack s/n (B)(4) was installed and desiccant packs were replaced. The resonator was realigned and a new test report was completed. Probable root cause: based on fa report, the probable root cause was diode stack internal contamination.